Event description:
The customer reported that during a vaginal hysterectomy, the device became locked on tissue. The device was safely removed by dislodging with another instrument. The surgeon completed the procedure with manual suturing. The pt had bleeding of less than 250cc due to this occurrence. There was no pt injury.

Manufacturer narrative:
(B)(4). Date of initial report: (B)(6) 2011. The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional info pertinent to the incident is obtained a follow-up report will be submitted.